Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "neuro-tip broken" was confirmed. It was determined that the cutter came into contact with the neuro-tip, of the device during use, causing fracture. The device exhibited damage that was indicative of excessive side loading during use, including a laterally bent back post and a foot plate that had been drilled into. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the neuro-tip of the device was broken. The device was being used during surgery. There was no injury reported. It is unk if delay or medical intervention occurred. The date of the event is unk. There was no add'l info provided.